Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken distal main tube. No material was found missing. The instrument was found to have scratch marks/abrasions on the instruments tube adapter. There was no material missing as a result. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Scratches or abrasions to the tube adapter are deemed cosmetic damage. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the sp monopolar curved scissors instrument had a joint problem. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragments fell into the patient.